Event description:
It was reported that the patient was seen in clinic, the left ventricular lead exhibited high pacing thresholds. The lead was capped and replaced on (B)(6) 2015. No adverse events occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.